Manufacturer narrative:
After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope, and the distal end were cultured. Less than one (1) colony forming unit (cfu) of bacteria was found in the channel. No bacteria were found in the distal end. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device was evaluated. The reported issue of the leak was confirmed; however, the issue of the positive culture was not confirmed per the hygiene microbiological investigation. During inspection, it was noted the biopsy channel was leaking. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the evis exera ill colonovideoscope had a possible leak. The scope was microbiologically cultured and tested positive for staphylococcus epidermidis. There was no contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cleaning disinfection and sanitization (cds) practices and the legal manufacturer's final investigation. The user provided their cds practices of the subject device where the detergent used for pre-cleaning is isaspor solucio a+b. The device is processed with a medivators isa automated endoscope reprocessor (aer) with isaspor solucio a+b detergent and isaclean disinfectant. The device is stored verticaly in a simple cabinet without a drying function. Olympus is the maintenance provider of the subject device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.